Event description:
It was initially reported that a granuloma was confirmed by MRI and the hcp had been using "morphine at a high concentration." The patient later reported that her body refused the pump and catheter and had the device system removed. The patient experienced an excessive amount of scar tissue and attributed that to the complications with her pump. At the time of the system removal, the patient also had a spinal cord operation. Following the removal, the patient experienced significant pain on her right side where the pump was implanted and where the catheter was located. During the explant, the patient had a tumor removed from her spine, bone fragments take out, 4 vertebra worked on and scar tissue removed. The drug, dosage and concentration were unknown. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).